Manufacturer narrative:
Evaluation summary: because of long-term use , the angle wire became long. The angle knob was too tight to reach the use angle after repeated adjustment of steel wire. Correction information g6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The angle knob was tight that could not reach the angle of use. There was no report of patient harm. The time of event is unknown.